Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed prime alarm during prime test due to protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error for the past couple of months. The blood glucose reading was 155mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned that insulin squirted out during the manual prime process, and the device alarmed. Assisted the customer to run the displacement test and the test passed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.